Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Spaceoar placement was performed three weeks prior to the date boston scientific became aware of the event on (B)(6) 2021. The placement procedure was difficult due to patient positioning. The patient reported persistent rectal bleeding and hematoma. Magnetic resonance imaging (MRI) was performed and suggests rectal wall infiltration. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Spaceoar placement was performed three weeks prior to the date boston scientific became aware of the event on (B)(6) 2021. The placement procedure was difficult due to patient positioning. The patient reported persistent rectal bleeding and hematoma. Magnetic resonance imaging (MRI) was performed and suggests rectal wall infiltration. Additional information received on january 31, 2022: fiducial markers were administered transperineally and the procedure was done under local anesthesia. The positioning of the patient limited the needle access. The patient received two doses of external beam radiation therapy (ebrt) and the treatment was delayed. The patient current condition was reported to be stable.

Manufacturer narrative:
Additional information received 31jan2022 update on: block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.